Event description:
It was reported via phone call that the customer received recurring failed batter test alarms and an off no power alarm. The customer states she changed batteries, but the failed battery recurred. Trouble shooting was performed for the alarms, but the failed battery occurred again. Customer did mention they were not using the recommended batteries. The customer blood glucose level at the time of the event was 152 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected low battery alerts, off no power alerts alarms, off no power anomalies or failed battery test alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were within specification. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.